Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had failed image, during angulation. The issue occurred, during preparation for use of diagnostic bronchoscopy. There were no reports of patient harm.

Event description:
It was reported that the event occurred in the middle of a procedure and there was a less than two minute delay in the procedure while the user changed the bronchoscope. The patient was under sedation during this time and the procedure was completed using another similar device. The patient was less than 4 years old.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the image sensor unit was broken due to kink on insertion section and resulted in the loss of image during angulation. Olympus will continue to monitor field performance for this device.